Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experiences warmth and pain at the scs ipg pocket site when stimulation is on. Also, diagnostics revealed low impedance values. The sjm rep was unable to resolve the issue with reprogramming. It was also reported the x-rays revealed no anomalies. The physician prescribed a topical cream to apply to the ipg site. The pt is working with the physician to determine the next course of action.